Event description:
During an egd procedure, staff was out of c.r.e. Esophageal dilators; they attempted to use the c.r.e. Wire guided esophageal/colonic dilator but it would only go so far into the egd scope. Physician thought it should fit down according to the diameters of the scope.